Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was removed from the distal common bile duct of a patient, on (B)(6) 2011, as part of the e7016 wallflex biliary fc benign stricture. According to the complainant, the patient had a cholecystectomy in 1997. On (B)(6) 2007, the patient was diagnosed with chronic pancreatitis of metabolic origin. On (B)(6) 2010, liver function tests were recorded and baseline biliary obstructive symptoms assessed included right upper quadrant pain. A pre-study stent placement cholangiogram revealed a distal biliary stricture. On (B)(6) 2010, the patient underwent biliary stent placement for the distal biliary stricture secondary to chronic pancreatitis. The stricture was previously treated with a sphincterotomy and a plastic stent. The previously placed plastic stent was removed prior to the stent placement during the stent placement procedure. A sphincterotomy was not performed during the stent placement procedure. The 10 mm x 60 mm stent was deployed in a satisfactory position across the stricture. The patient was treated as an outpatient. On (B)(6) 2011, the stent was removed during a per-protocol stent removal procedure. On (B)(6) 2011, a distal recurrent stricture was noted in the original location after the stent removal. On (B)(6) 2011, the patient underwent reintervention for the recurrent stricture and was treated with dilation. The event outcome is considered to be resolved. Per the investigator's device causality assessment, the event was not related to the stent.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.